Event description:
It was reported that an unexpected reset occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was 107-126 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.